Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the balloon was placed in the calcified lesion, it was noted that the balloon ruptured at 5atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was fine.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the balloon was placed in the calcified lesion, it was noted that the balloon ruptured at 5atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was fine.

Manufacturer narrative:
Updated device eval by manufacturer, evaluation method codes, evaluation result codes, and evaluation conclusion codes. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.